Event description:
Target was notified that during a procedure the spinnaker catheter ruptured. Add'l info rec'd on january 11, 2000: "the rupture of the catheter occurred while being infused with a "nbca" 30%; the physician felt resistance prior to the rupture. The pt was not affected by this event and was in good condition.